Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition, fully deployed, and the suture torn. Upon evaluation, the bag was not cinched; however, the bag was found damaged at proximal end but not at seam area. It could not be determined what may have caused this condition. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the metal limb of the endopouch retriever came loose while the surgeon was attempting to tighten the bag. No patient consequences reported. Procedure was prolonged by minutes (amount unknown).